Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2016; addrl1 ipg implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial and right ventricular (rv) leads had microdislodgement and the atrial lead exhibited high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.